Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. Another lead was implanted to complete the procedure. Additional information from the field representative provided this rv lead was surgically abandoned due to low amplitude measurements and high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unknown product performance anomaly. Another lead was implanted to complete the procedure. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.